Event description:
It was reported the flexible drill holder drill broke off; the rest is stuck. There was no patient harm reported.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found a drill fragment jammed inside the coupling section. The observed condition of the device was consistent with exposure to unintended forces, such as extreme eccentric loading, which could result in premature breaking of the drill bit. A functional test was performed, and it was observed that the fragment within the coupler was jammed. It is suspected that the breakage of the mating device is preventing the mechanism from releasing it as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/22/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.